Manufacturer narrative:
Date of event: exact date unknown, event occurred in the last two months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate stimulation and was having difficulty charging the ipg. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.